Event description:
Additional information received identified that surgical intervention was undertaken wherein the lead was explanted and replaced with two octrode leads. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced shocking sensations. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.